Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 15 years later due dislocation. Attempts have been made, and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h6; h10 visual examination of the provided pictures identified the explanted constrained liner and head covered in bio-debris. Damage is noted to some of the scallops on the liner. No further evaluation can be made. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty exhibiting superior dislocation of the femoral component. Potential risk factors include valgus position of the femoral stem and possible abnormal version of the acetabular cup a definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.